Event description:
This spontaneous case was reported by a health professional and describes the occurrence of device intolerance ("essure inserts were poorly tolerated") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with resection of interstitial part of the tube). Essure was removed. At the time of the report, the device intolerance outcome was unknown. The reporter provided no causality assessment for device intolerance with essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device intolerance ("essure inserts were poorly tolerated") and menstrual disorder ("menstruations disturbances") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. According to the reporter, the patient had no relevant medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), paraesthesia ("paresthesia of extremities") and myalgia ("muscle pain"). The patient was treated with surgery (bilateral salpingectomy with resection of interstitial part of the tube). Essure was removed on (B)(6) 2017. At the time of the report, the device intolerance, menstrual disorder, fatigue, paraesthesia and myalgia outcome was unknown. The reporter provided no causality assessment for device intolerance with essure. The reporter considered fatigue, menstrual disorder, myalgia and paraesthesia to be related to essure. Most recent follow-up information incorporated above includes: on 28-dec-2018: device removal questionnaire received from the physician: patient¿s initials and date of birth provided; the patient had no remarkable medical history; essure was inserted on (B)(6) 2012 and removal was performed on (B)(6) 2017 via bilateral salpingectomy; the main reason for removal was the following events: chronic fatigue, paresthesia in extremities, menstruations disturbances, muscle pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.